Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
Received maude event report # mw5042965. As the lot number for the device was unable to be provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that while under evaluation for pulmonary hypertension and hemoptysis, three detached filter limbs were incidentally found. Reportedly, two detached limbs and a portion of the third limb (filter arm) were discovered in the ivc and the remaining portion of the filter arm was discovered in the pulmonary artery. The filter, two detached limbs and portion of the third limb (filter arm) were successfully captured and retrieved with a snare. The remaining portion of the filter arm remains in the pulmonary artery. The patient was reported to be asymptomatic and there are no plans to retrieve the portion of the detached filter arm.